Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the 30 degree endoscope plus began to rotate with resistance, mounted in the trocar. The procedure was continued as planned with no reported patient injury.